Event description:
It was reported by the patient that the indicator light under the phone symbol on the carelink monitor would begin blinking. It would quit when the start button was pushed, but it would eventually begin again. The monitor was replaced. No patient complications were reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.